Event description:
It was reported that during a balloon angioplasty procedure, removal difficulties occurred. The target lesion was located in the calcified internal carotid artery. Dilation was completed with the 2.5x12mm maverick balloon. Following balloon deflation the device was unable to be removed over the wire, due to calcification at the entrance to the guide catheter. The balloon was removed with the guide wire, with the guide catheter in place. Upon removal the balloon catheter was able to be removed from the wire. There were no patient complications reported and the patient status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). (B)(4). Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).